Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. The rv lead exhibited loss of capture, noise, and high pace impedance out of range, measuring greater than 2500 ohms. During the procedure this rv lead was electrically deactivated, and a new 7742 lead was attempted to be implanted. Subsequently, some issues occurred with the new 7742 lead and a competitor lead was implanted instead. One day post implant, a nurse discovered that the competitor lead was not capturing and the impedance was measuring greater than 2500 ohms. A chest x-ray was performed and it was found that the competitor lead had dislodged and the lead was no longer fully inserted into the connector header block of the pacemaker. The header connection was reviewed and the physician felt that the lead was inserted correctly, however there was blood within the header. The competitor lead was tested via pacing system analyzer and impedance was around 500 ohms. The competitor lead was then repositioned and a new pacemaker was attached to this competitor lead. No additional adverse patient effects were reported.